Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient had twiddler syndrome and they planned to replace the ins yesterday. At the time of the procedure the caller tested impedances and the values were all out of range. When the pocket was opened, they found fluid and a white crumbly material. The lead was also broken completely from the flipping of the ins. The caller indicated that the patient had a tyrx pouch during the original placement and asked if that would cause the white material. The hcp found that there was no infection based on initial testing and they are sending the material for a full culture. The caller stated that the patient indicated that they did not have a metal allergy. The ins was discarded and will not be returned for analysis. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2tt8f); product type: 0200-lead; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.